Event description:
It was reported that a suspected infection occurred. The implantable pulse generator (ipg) system was explanted and replaced. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis information -- product ID# 4068 a medial portion was received measuring 4.5 cm. A distal portion was received measuring 9.5 cm. No information regarding the lead segments returned is available. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, visual summary analysis of the lead indicated stretching. (B)(4).